Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds post implant. The patient was not discharged from the hospital as result due to this observation and their underlying rhythm being complete heart block. The patient needed to undergo a revision procedure. Subsequently, the revision procedure was performed and it was discovered that the lead had dislodged. The lead was successfully repositioned with normal values. No further complications were reported.